Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no anomaly. Analysis of the lead revealed that the conductors were broken due to overstress damage. An unknown conductor was broken due to overstress damage 22.7 cm from the distal end of the lead. An unknown conductor was broken due to overstress damage 15.2 cm from the distal end of the lead. All conductors were broken due to overstress damage 15.8 cm from the distal end of the lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were high impedances and damage was detected when capping the lead and when removing the lead. The device was explanted and replaced. The product issue was resolved and the cause of the issue was not determined. There were no patient symptoms or complications associated with the event.

Event description:
It was reported that a patient never had therapeutic effect and her system stopped working and had never worked following an implantable neurostimulator (ins) replacement. The patient had been to her doctor three times and a manufacturer representative checked the ins and leads. The doctor told the patient he needed to redo the whole surgery since all of the sudden the system wasn¿t working. The patient said the device was ¿faulty¿ and something on the battery side must not be working because a manufacturer representative said the leads looked good. A manufacturer representative met with the patient on the day of the report and after troubleshooting with reprogramming and an impedance check, a potential issue was found with the connection header between the lead and ins. The ins still had significant battery life left, but the patient would likely need a lead replacement. The patient¿s implanting physician recommended that she get a pelvic x-ray to see if the lead had migrated. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v295464, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's doctor told her the leads were frayed. The implantable neurostimulator (ins) moved in the patient and the leads frayed because of the movement.

Event description:
Additional information received reported that on an x-ray, the lead looked the same but the doctor would be going in and doing a whole revision. The doctor planned to check with the manufacturer to determine if the device could stay in or if it had to be changed out because of the possibility for infection. The lead was not working.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was waiting for a call back from someone from the manufacturer. They called the patient back and there was no answer. The patient had a loss of therapeutic effect. Months ago the battery was changed out and then after 2 months it stopped working in (B)(6). They did surgery and took the whole system out and put new leads in. The patient's implant was replaced on (B)(6) 2015 and they got a new lead and battery. The patient was feeling stimulation vaginally on a very low volume. There was no reason as to why the patient wouldn't have a very positive therapeutic effect moving forward.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v295464, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).